Event description:
It was noted that the right atrial (ra) lead was damaged when a routine pacemaker replacement procedure was being performed. It was suggested that the damage/cut observed could have resulted from the ra lead's initial implant. Since there was no problem with the measured values, a medical adhesive was used to patch the ra lead. The patient was stable.